Manufacturer narrative:
(B)(4). Batch # p91577. The analysis results found that the el5ml device was received with the shaft damaged, tissue stop out of position, 1 clip jammed and the tip of the advancer was observed to be bent. In an attempt to replicate the reported incident, fire testing could not be performed as the tip of the advancer was bent and the tissue stop out of position. A possible cause for the condition of bent advancer and the tissue stop out of position is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The tissue stop is out of position and the shaft was bent due to the condition of the advancer. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot # p4r356.

Event description:
It was reported that during a laparoscopic orchiopexy procedure, the device clamped down onto tissue and the tip of the device split. The jaws of the device would not open and the device had to cut free. The device could not be pulled out from the trocar, both the trocar and device had to be removed at the same time. A second like device was used to complete the procedure with no patient consequences reported.